Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure without issue. A vacuum was then applied. The inflation device was verified at 15 atmospheres, before and after use. This inflation to rate of burst pressure of was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of the lower extremity. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of the lower extremity. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.